Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received unexpected restart and external error alarms. He received the unexpected restart alarms every time he changed the battery on the insulin pump. The customer's blood glucose level was 163 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed and reset unexpectedly after a battery change due to a connector leaking voltage. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a loose and flush drive support disk.